Manufacturer narrative:
(B)(6). The reporter¿s complete address was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) of the proximal humeral diaphyseal fractures surgery, it was discovered that the radiolucent-drive device did not work. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. It was reported that the surgery was completed without further issues. According to the reporter, the surgeon commented that it felt like a slippery gear disengagement due to overloading and excessive heat. There was patient involvement reported. It was reported that there were no adverse consequence to the patient. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all inspection criteria and no failures were identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device availability was inadvertently documented as 5/18/2018 in the initial report. The date returned to manufacturer was corrected to (B)(6) 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.